Manufacturer narrative:
(B) (4).

Event description:
During a stage ii implant, there was difficulty removing the stage I lead from the ipg. The lead was protruding from the screw holes in the percutaneous extension. All of the screws were removed and the lead was found to be damaged. A new lead was placed, but the results were not the same as the previous lead. Pt was reported to have leg pain and no therapeutic benefit. The hcp is scheduled to place a new lead.